Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an ¿optical sensor failure¿ alarm generated. The emergency service specialist discussed probable causes and the troubleshooting techniques attempted were unsuccessful. The customer denied visible kinks or any change in patient status or position. Patient had a radial arterial line present. Upon locating a transducer, iab pump (iabp) cable, and connection - a successful zeroing was completed and an adequate arterial pressure was restored to the iabp. Therapy was resumed. There was no reported injury to the patient.